Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a closed patient line clamp was reported by the patient. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It instructs the user to check the lines for closed clamps. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient failed to follow therapy steps during peritoneal dialysis (pd) therapy on the homechoice (hc) device during fill phase. The home patient (hp) was connected at the time of the event. The hp informed the technical service representative (tsr) that they forgot to open the patient line clamp and went into the initial drain and the hc moved to fill 1. The hp also mentioned that they were not sure if they did a complete prime before connecting to the hc. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.